Manufacturer narrative:
Clamp was received into our facility on june 22, 2017. The shipping packaging was not adequate and part of the device was lost during transit.

Event description:
Clamp returned. Snapped while using.

Manufacturer narrative:
Device is expected to be shipped back to our facility for evaluation from distributor. At this time it is evident based on the lot number stamp that is visible in the photograph provided by the distributor that the clamp has exceed it's shelf life of 5 years by 2 years, 2 months.

Event description:
Clamp returned. Snapped while using.